Manufacturer narrative:
Manufacturer review: a lot history record could not be completed as the lot number was not provided. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided. From the information in the medical records the complaint is able to be confirmed. Page 9: "team now reporting leakage into the tissues and from the access needle during use. Team requesting port removal and replacement." The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. A review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The investigation for infiltration is confirmed from the medical records, but the root cause is unknown. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately eight weeks after the placement of the port device, it was allegedly unable to be accessed. Reportedly, the saline infiltration was identified in the surrounding tissue. The patient was reported to be in the stable condition.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately eight weeks after the placement of the port device, it was allegedly unable to be accessed. Reportedly, the saline infiltration was identified in the surrounding tissue. The patient was reported to be in the stable condition.